Event description:
It was reported that during an interrogation, the patient's device did not show any diagnostic or counter data. It was determined that this was due to the device's atrial port being plugged, which is an unintended use of the device. The plugged port prevented the implant detection from completing. Reprogramming of the diagnostic data was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.